Event description:
It was reported that during setup prior to a surgical procedure at the user facility, the irrigation would not prime properly. A lack of irrigation in the device is known to cause overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility, the irrigation would not prime properly. A lack of irrigation in the device is known to cause overheating. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.